Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "2137" should be added. H6- medical device problem code: "1401" should be added. Additional data: b3- "(B)(6) 2023" should be added. B7- "progressive myopia"should be added d6b. "(B)(6) 2023" should be added h6-health effect- impact code: "4627" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -6.0/+4.0/024 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, lens rotation and repositioning. On (B)(6) 2023 the lens was repositioned but that did not resolve the problem. Reportedly "this lens icl suffered a rotation of approximately 16 degrees. More inform that the lens in question was already repositioned in the axis indicated in the diagram and positioned in the same place". On (B)(6) 2023 the lens was explanted. Reportedly "the doctor want to implant another one to solve the problem". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no visible damage and fibre on lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.0/4.0/24 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Lens repositioning was performed after a lens rotation occured. The lens rotated again. Reportedly, "this lens icl suffered a rotation of approximately 16 degrees. More inform that the lens in question was already repositioned.".

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).